Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high". A specific bg value not provided. Multiple follow up attempts were made by tandem technical support to obtain additional information; however no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.